Event description:
A customer reported that their pump unexpectedly displayed a reset screen. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The pump was still under warranty, and the customer had previously reported the same issue. In response, customer technical support (cts) decided to replace the pump. The customer was instructed on using multiple daily injections (mdi) as a backup therapy and was advised on how to put the pump in storage mode before returning it. The problematic pump was to be returned via a prepaid label within 10 days.